Manufacturer narrative:
Operator of device: unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a patient was due to report later for a change of cassette for the patient's ongoing 96 hour chemo. The patient called the doctor earlier in the morning to report an issue. The patient noticed a slight leakage of the product from the tubing. The doctor asked the patient to come as soon as possible. On arrival, a leakage at the filter was observed where a very small hole was already present. A continuous beading drop occurred. With the doctor's approval, the pump was stopped even though there were still four hours and 20 minutes of administration left because of the hygiene risk and the risk of dermatological toxicity.

Manufacturer narrative:
B5: additional information: on 20 and 22-jun-2022 = the customer confirmed no clinical consequence was observed and the solution involved during incident was = blinatumumab (blyncyto) solution for all incidents. No patient injury was confirmed; no medical treatment was prescribed.

Manufacturer narrative:
H10: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found the sample doesn't present any damage, scuffs, pinch marks, cracks, crazing, cuts, etc. That could cause the failure mode reported, however some components are missing, the blue clip and the pump tube has been manipulated. No functional examination could be performed since the sample was returned with missing components. The complaint could not be replicated. Root cause could not replicate since samples were received with missing components and looks like was manipulated in the use. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).